Event description:
The customer was hospitalized for high bgs. The customer had unexplained high bgs and alarms. Later, the customer's family member called to troubleshoot the device. The programming was correct and the functional testing passed.